Event description:
It was reported that the proximal tip of the device broke off during the procedure. The tip did not fall into the patient and no patient injury was reported. Another saw blade was used to complete the procedure.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (0912127 ) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
Customer reported receiving a reading of 81 mg/dl on his freestyle freedom meter but felt it was too high as he experienced shakiness and had to lay down. The paramedics were called and upon arrival 30 minutes later obtained a glucose reading of 23 mg/dl on unk meter and administered "glucose treatment" to bring his sugar back up, however, the route of the treatment rendered is unk. He also reported self-treating with food. There was no report of death or permanent impairment associated with his medical event.